Event description:
It was reported there was a power on reset condition that occurred the same day the pt had surgery to move the stimulator. It was not clear why the stimulator was moved or if during the surgery electrocautery was used. Additional info has been requested, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B)(4).